Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failure of both load cell modules, likely attributed to failed component(s), or mishandling such as a drop. A review of the archive data showed a fault code 16 (timeout moving to take-up position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus, confirming the reported complaint. The load cell modules were replaced to remedy the fault. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During the training, the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) error message when used with the manikin. The customer attempted troubleshooting by replacing the lifeband, changing the battery pack, and adjusting the manikin's chest diameter using towels and additional weight; nevertheless, fault code 16 persisted. No patient involvement.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.